Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. Photo provided shows an implanted intraocular lens (iol), there appears to be dark lines present on the edge of the optic. Based on our observation of the attached photo, there appears to be dark lines present on the edge of the optic. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following insertion of the intraocular lens (iol), during an implant procedure, the iol showed cracks on the upper right quadrant. The surgeon thinks it was from the lens being too cold and cracking during the implantation step. The surgeon left the lens in the eye and suggested that he sees this often. Additional information has been requested.